Manufacturer narrative:
Corrected information has been provided in d1 brand name. Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Corrected information has been provided in d4 serial number. Upon review, it was identified that the reporter also sent report to FDA (e4) was inadvertently omitted in error. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of low or blocked pump flow was unable to be determined as limited clinical details were provided and no product was returned for review.

Event description:
The complainant reported additional information upon request: "this impella is not available for return, as the patient expired on support and the devices were not removed prior to being taken to the morgue. As stated in now several previous emails, the patient expired (B)(6) around roughly 1500. This was a critically ill patient placed on bipella support who suffered extreme metabolic derangement and unfortunately had end-organ failure leading to expiration. "

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 61-year-old female patient was placed on bipella impella support with the cp and rp flex. Any underlying comorbidities that prompted the bipella support is unknown. The cp pump had suction alarms/low flows during the support, and any troubleshooting done to remedy was not shared. On the day after implant the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.